Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer encounters high blood glucose (bg) levels (values not provided) every month for the last 1-2 weeks. Multiple attempts were made to troubleshoot with the customer, however they were unsuccessful. Per the last communication, the customer was using manual injections to manage bg levels, but was anticipating resuming pump therapy.